Event description:
The complaint states that signal loss was reported. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).